Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. Evaluation summary: it was caused due to a fluid damage in the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. The image was foggy. During use and reprocessing, the leakage was found.